Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read her blood samples as a control solution results. The complaint was classified based on the customer service representative (csr) documentation, and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2018. During the follow-up call, the patient reported that the alleged issue began on (B)(6) 2017. The patient was unable to provide the alleged results of blood glucose testing which the subject meter flagged as control solution tests. The patient informed the mss that she manages her diabetes with oral medication (forxiga which was newly started), diet and exercise and that she tests her blood glucose 4-6 times daily. The patient informed the mss that in response to the alleged issue, she obtained a different device to measure her blood glucose on (B)(6) 2017 and that she continued to follow her usual diabetes management regimen. The patient claimed that on (B)(6) 2018 between 10:30 pm and midnight, she developed symptom of ¿blurry eyesight.¿ she informed the mss that she did not know if she was experiencing a high or low blood glucose excursion. The mss was unable to confirm with the patient if she received any treatment for the symptom or if she attempted to test her blood glucose with the subject meter during the time of concern. At the time of troubleshooting, the csr confirmed the test strips appeared in good condition and were not expired or opened past their discard date. The csr noted the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. It is unclear if the patient was still using the subject meter at the time of concern therefore the subject meter could not be ruled out as a cause or contributor to the event.